Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent sensing. The lead was explanted and replaced on (B)(6) 2014. The condition of the patient was fine after the surgery.